Event description:
The customer reported via phone call indicating that he had a high blood glucose but not hospitalized. Customer's blood glucose was unknown mg/dl. The customer change infusion set and insulin did exit the end of tubing after 9 units. The customer stated that he had 2 infusion set to return. Customer declined to to troubleshooting for the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.